Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized for 3 days on (B)(6) 2014 due to high blood glucose levels. Customer also mentioned that they have gastroparesis. Customer's blood glucose levels at the time of hospitalization was over 400mg/dl. The customer was wearing the insulin pump at the time of hospitalization. No additional information was provided.